Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 opened but access to any cubies was not possible. A field service engineer replaced the position sensor, but when that did not resolve the issue, the retractor band and the row board cable were replaced. After waiting on hold, a technical support specialist suggested replacing the latch, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower pocket drawer failure. The customer stated that the malfunction occurred when the user tried to issue medication. There were no adverse events or injuries reported based on this event.